Event description:
It was reported that the pipeline would not open after deployment. While maneuver the pushwire to open the pipeline, the distal section of the pushwire broke off and remained in the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).